Event description:
On (B)(4) 2013, the lay user/ patient contacted lifescan (lfs) USA alleging meter does not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient.

Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. Unrelated to the primary, product analysis found a cracked screen. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.